Manufacturer narrative:
At this time, the product has not been returned. (B)(4). As the product was not returned, the information provided was not sufficient to allow determination of probable cause. The complaint investigation conclusion code is known inherent risk of device.

Event description:
This right atrial (ra) lead was explanted due to a suspected micro-perforation. The patient complained about chest pain and the lead exhibited high pacing thresholds. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.